Event description:
It was reported that the patient did not hear an audible alert. The (ICD) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4).